Event description:
Customer reported being hospitalized for high blood glucose. Troubleshooting was performed and pump appeared tp be operating normally. Physician tested pump and is not turning, upgrade has been approved.